Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge battery) has been confirmed. As received, the charger was unable to charge a battery pack. Upon investigation, there was liquid contamination on the battery board and the u13 8-bit cmos flash micro-controller was corrupted on the bedside board. The cause of the failure is the corrupt u13 component and the contaminated battery board. The root cause for the contamination was ingress of an unknown liquid. The root cause for the corrupt component was unable to be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was unable to charge a battery pack.